Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit received with missing display window cover, peeling keypad overlay, stained keypad overlay, cracked case(battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the cracked along battery compartment. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.